Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and menorrhagia ("heavy menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included discomfort, delivery on (B)(6) 2009 and gravida in 2009. Concurrent conditions included abdominal pain, uterine irritability and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with paracetamol (acetaminophen), surgery (underwent a partial hysterectomy) and surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not remove essure device. (Discrepancy in essure removal details) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish were added. Patient's medical history was updated. Lot number received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and menorrhagia ("heavy menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included discomfort, delivery on (B)(6) 2009 and gravida in 2009. Concurrent conditions included abdominal pain, uterine irritability and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with paracetamol (acetaminophen), surgery (underwent a partial hysterectomy) and surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not remove essure device. (Discrepancy in essure removal details). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain"), menorrhagia ("heavy menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("excessive bleeding") in a 25-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, delivery on (B)(6) 2009 and gravida in 2009. Patient underwent eassure confirmation test. Resulit- successful essure procedure with occluded fallopian tubes.). Concurrent conditions included abdominal pain, uterine irritability, low back pain and obesity. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2011 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 21 days after insertion of essure. On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches,"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and back pain ("lower back pain"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and underwent a partial hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, depression, anxiety, genital haemorrhage, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff did not remove essure device. (Discrepancy in essure removal details). Current weight 182 lbs. Approximate weight at the time of essure placement 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: new pfs received- new events added: infection (bladder/ urinary tract/vaginal) type: vaginal, migraines / headaches, dysmenorrhea (cramping), dyspareunia, lower back pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and menorrhagia ("heavy menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included discomfort, delivery on (B)(6) 2009 and gravida in 2009. Concurrent conditions included abdominal pain, uterine irritability and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding"). The patient was treated with paracetamol (acetaminophen), surgery (underwent a partial hysterectomy) and surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, depression, anxiety and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not remove essure device. (Discrepancy in essure removal details). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet was received. Events added from pfs- abdominal pain and excessive bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and menorrhagia ('heavy menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') in a 25-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2009, gravida in 2009 and discomfort. * patient underwent eassure confirmation test. Resulit- successful essure procedure with occluded fallopian tubes.). Concurrent conditions included abdominal pain, uterine irritability, low back pain and obesity. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2011 and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 21 days after insertion of essure. On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches,"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("excessive bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("lower back pain"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and underwent a partial hysterectomy, hysterectomy- uterus). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, genital haemorrhage, urinary tract infection, vaginal discharge, bacterial vaginosis and vulvovaginal candidiasis had resolved and the depression, anxiety, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff did not remove essure device. (Discrepancy in essure removal details) current weight 182 lbs. Approximate weight at the time of essure placement 220 lbs. Patient received treatment for pelvic pain, abdominal pain, bleeding, bladder/urinary problem: uti, vaginal discharge, bacterial vaginosis, candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events: uti, vaginal discharge, bacterial vaginosis, candidal vaginosis, event outcome and reporter information were updated. On 5-may-2020: fu 5 and 6 were processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and heavy menstrual bleeding ('heavy menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') in a 25-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2009, gravida in 2009, discomfort, gonorrhea, trichomoniasis, tonsillectomy, difficulty in walking, difficulty sleeping and urinary tract infection. * patient underwent eassure confirmation test. Resulit- successful essure procedure with occluded fallopian tubes.). Concurrent conditions included abdominal pain, uterine irritability, low back pain and obesity. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2011 and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 21 days after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("excessive bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("lower back pain"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and underwent a partial hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, vaginal haemorrhage, genital haemorrhage, urinary tract infection, vaginal discharge, bacterial vaginosis and vulvovaginal candidiasis had resolved and the depression, anxiety, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff did not remove essure device. (Discrepancy in essure removal details). Current weight 182 lbs. Approximate weight at the time of essure placement 220 lbs. Patient received treatment for pelvic pain, abdominal pain, bleeding, bladder/urinary problem: uti, vaginal discharge, bacterial vaginosis, candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, dyspareunia, back pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and heavy menstrual bleeding ('heavy menstrual hemorrhaging/abnormal bleeding (vaginal, menorrhagia)') in a 25-year-old female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2009, gravida in 2009, discomfort, gonorrhea, trichomoniasis, tonsillectomy, difficulty in walking, difficulty sleeping and urinary tract infection. Patient underwent eassure confirmation test. Resulit- successful essure procedure with occluded fallopian tubes.). Concurrent conditions included abdominal pain, uterine irritability, low back pain and obesity. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since (B)(6) 2010, ibuprofen (motrin children) since (B)(6) 2011 and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 21 days after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)."). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("excessive bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("lower back pain"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and underwent a partial hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, vaginal haemorrhage, genital haemorrhage, urinary tract infection, vaginal discharge, bacterial vaginosis and vulvovaginal candidiasis had resolved and the depression, anxiety, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff did not remove essure device. (Discrepancy in essure removal details). Current weight 182 lbs. Approximate weight at the time of essure placement 220 lbs. Patient received treatment for pelvic pain, abdominal pain, bleeding, bladder/urinary problem: uti, vaginal discharge, bacterial vaginosis, candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, dyspareunia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual hemorrhaging"). The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.